Manufacturer narrative:
Per issue, customer reported that unit obtained 0.5-0.6 higher than the lab. Since no specified data are provided at that time and no product was returned, unable to perform further investigation at this time. This will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Information included on this report for meter (B)(4) was initially reported on report #2027969-2011-01411 on (B)(6) 2011. The following information has been separated onto this report per FDA request. Customer alleges discrepant results with meter: patient self tester reports that her meter has been reading 0.5-0.6 higher than the lab.